Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2025, it was reported that the patient faced an event where the vyalev pump fell to the floor, and the tubing was disconnected from the cannula base that remained adhered to the abdomen. A small spot of blood also appeared at the site. The tubing was reinserted within 30 seconds and the pump continued functioning normally. No further information available.